Manufacturer narrative:
The company rep replaced the video receiver board (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that during a routine check of the unit, the unit's display constantly flickered. No pt injury was reported.